Manufacturer narrative:
Section b5 updated section d9 was updated due to part return section h6 evaluation codes were updated due to analysis of returned part result code (annex c) additional code added component code (annex g) remove g0201205 and add g0413501. H3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, this pb980 ventilator generated background diagnostic codes indicating loss of ventilation. After the patient was removed from the ventilator, the ventilator generated extended self test and power on self test diagnostic codes indicating issues with the mix subsystem - field programmable gate array mix (fpga) analog digital converter (adc) and that the leak test was unable to establish accumulator pressure. The device was available for evaluation. Review of the ventilator logs confirmed a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and observed the unit was over pressurizing when plugged into oxygen (o2) outlet and o2 was exhausting through rear port, so sp replaced the o2 proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. One o2 psol was retuned to medtronic for failure investigation. Visual inspection revealed no anomalies. The psol was installed into a test ventilator for analysis. The unit was powered on; an audible gas leak was emitting from the psol. A breakdown of the psol was performed. It was revealed that there was damage on the poppet. If a failure of the o2 psol occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty o2 psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated: it was reported that, while in use on a patient, this 980 ventilator generated background diagnostic codes indicating loss of ventilation. There was no injury to the patient. After the patient was removed from the ventilator, the ventilator generated extended self test and power on self test diagnostic codes indicating issues with the mix subsystem - field programmable gate array mix (fpga) analog digital converter (adc) and that the leak test was unable to establish accumulator pressure. Review of the ventilator logs confirmed a loss of ventilation (lov) during use.

Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that, while in use on a patient, and a review of this pb980 ventilator's diagnostic logs, the logs indicate there was a loss of ventilation. The ventilator also generated extended self test and power on self test diagnostic codes indicating issues with the mix subsystem - field programmable gate array mix (fpga) analog digital converter (adc) and that the leak test was unable to establish accumulator pressure. The device was available for evaluation. Review of the ventilator logs confirmed a loss of ventilation (lov) during use. The service personnel (sp) inspected the ventilator and observed the unit was over pressurizing when plugged into oxygen (o2) outlet and o2 was exhausting through rear port, so sp replaced the o2 proportional solenoid (psol). The ventilator passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in o2 psol. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, while in use on a patient, and a review of this 980 ventilator's diagnostic logs, the logs indicate there was a loss of ventilation. There was no injury to the patient. After the patient was removed from the ventilator, the ventilator generated extended self test and power on self test diagnostic codes indicating issues with the mix subsystem - field programmable gate array mix (fpga) analog digital converter (adc) and that the leak test was unable to establish accumulator pressure.